Event description:
This report was identified during a periodic FDA MFR and user facility device experience (maude) database review by a convatec complaints analyst/evaluator. The report states that the use of a surgical dressing "aquacel" post-operatively on (B)(6) 2013, resulted in an itchy rash. The use of the aquacel bandage was discontinued. A topical antipruritic treatment was given. The dermatitis and itching subsided in about 24-36 hrs.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the maude database report, the event abated after use of the product stopped. From a clinical perspective, a causal relationship between the aquacel/aquacel ag - surgical cover dressings and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. No additional event/pt details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).